Event description:
The customer observed a clear liquid (45ml) under the coulter® lh 780 hematology analyzer after startup. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer found worn tubing at vl4b (hgb drain valve). He replaced the tubing to resolve the issue. Bec identifier for this event is (B)(4).